Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the cut wire was detached from the tip of the device but the was attached at the proximal end; no part fell into the patient. The procedure was completed with another stonetome sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the cut wire was detached from the tip of the device but the was attached at the proximal end; no part fell into the patient. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, extrusion at the distal pierce hole was melted and the distal end of the cutting wire with the anchor had detached from the distal pierce hole but remained attached to the device. Additionally, the balloon at the distal tip of the device was found to be damaged. The condition of the returned incident device was consistent with the complaint that the cut wire detached from the tip of the device. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.